Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #19 failed due to the fact that the screw fractured. Having to be removed without any negative impact on the patient's health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use, wear. The unknown biomet screw fragment was identified inside the drive feature of the implant. The product experience report (per) noted the patient to have moderate density (type ii) bone and bruxism. The reported device were located on tooth sites # 36 (fdi) and was used for an unknown amount of time. Complainant reported that the abutment screw fractured and resulted in the implant being removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) and complaint history review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. The following sections have been updated: h3: device evaluated by manufacturer h6: evaluation codes h10: additional narrative.